Event description:
It was reported that during an atrial flutter ablation procedure, the patient's left shoulder pocket was stimulated each time they ablated. Caller inquired about this behavior and tech services provided an explanation for the physician. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.